Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned needled sutures were had dried blood and/or residual tissue remains present, indicating they had been used in surgery. The suture had a broken end. The circumstances and force required to generate the broken end could not be determined. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012, and suture was used. When the surgeon passed the suture through the tissue, the suture broke. There were no adverse patient consequences reported.